Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reload set at #3-#4, which was reproduced during evaluation and confirmed as reload set! Messages through review of the event history log. Evaluation found that after loading a set at guide point #2, guide points #3 and #4 automatically loaded when no set was present at points #3 and #4. Evaluation found the assignable cause to be a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced a reload set at #3-#4 in the emergency room which was confirmed during evaluation as a false detection of a loaded set . It was also reported there was no patient involvement.